Event description:
The facility reported an infusion pump with an air in line condition. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of air in line was not confirmed. The baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.